Event description:
It was reported that the patient experienced st segment elevation during a pulsed field ablation procedure to treat atrial fibrillation. Following an ablation by the farawave pulsed field ablation catheter, the patients st segment elevation decreased as observed on the electrocardiogram. After some time, the st level returned to normal, leading to the procedure to be canceled. There were no additional patient complications. The catheter is not expected to return as it was disposed by the facility, therefore, the lot number is not available. It was further reported that the farawave catheter was used to ablate the cavotricuspid isthmus (cti) and upon completion, st elevation decreased. It was suspected that the st segment elevation was due to ablating the cti. No treatment was performed, and no further information is available.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.